Event description:
It was reported that, when the catheter was inserted for the thrombus ablation in the artery of the arm, the customer inserted the catheter to the collatera, and that the balloon was unable to inflate due to a kink on the catheter. Customer tried to pull the catheter and the tip and the balloon broke off, leaving the parts in the artery. The balloon and the metal parts of the catheter were retrieved surgically. No complications reported.